Manufacturer narrative:
An event regarding periprosthetic fracture involving a bone pin reported. The event was confirmed by medical review. Method & result: product evaluation results: visual, dimensional, functional and material analysis not performed as the product is not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - this complaint event description "tka (B)(6) 2019; fracture of femur on (B)(6) 2019 at the pin insertion position for navigation ..." This is a 50 y/o male weighing 100 kg. Undated x-ray print-outs ap and lat right knee - cemented right tka reduced, nominal no patellar resurfacing. Ap and lat right knee - unchanged tka with transverse fracture of right femur 2 cm proximal to femoral component. No op reports, no clinical or pmh, no conformation of fracture through pin site insertion. Insufficint data to create a report." Product history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that patient had a fracture of the femur post tka. It is considered as a fracture at the pin insertion position for navi. The available medical records were provided to a consulting clinician for a review which was rejected stating that this is a 50 y/o male weighing 100 kg. Undated x-ray print-outs ap and lat right knee - cemented right tka reduced, nominal no patellar resurfacing. Ap and lat right knee - unchanged tka with transverse fracture of right femur 2 cm proximal to femoral component. No op reports, no clinical or pmh, no conformation of fracture through pin site insertion. Insufficint data to create a report. The exact cause of the event could not be determined because insufficient information was received. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Treated tka on (B)(6) 2019. Complainted a fracture of the femur on (B)(6) 2019. It is considered as a fracture at the pin insertion position for navi. The osteosynthesis op has already been completed with the intramedullary nail. It is a pin for navi, but it is a thing of 150 mm in length 3 mm of ortho lock pin diameter. The pin is inserted in drill mode in system 6. The patient is nearly 100 kg in weight in men and seems to have mental illness.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Treated tka on (B)(6) 2019. Complained a fracture of the femur on (B)(6) 2019. It is considered as a fracture at the pin insertion position for navi. The osteosynthesis op has already been completed with the intramedullary nail. It is a pin for navi, but it is a thing of 150 mm in length 3 mm of ortho lock pin diameter. The pin is inserted in drill mode in system 6. The patient is nearly 100 kg in weight in men and seems to have mental illness.